Event description:
It was reported that balloon rupture occurred. The patient experienced left upper extremity. The target lesion was performed under image located in endovascular fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation and crossed over the non-boston scientific guidewire. However, during the inflation at 20 atmospheres, the pressure decreased after 40 seconds. The device was removed by simply pulled out and it was found a longitudinal tear. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was found beginning approximately 5mm distal of the proximal markerband and extending approximately 40mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at approximately 340mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient experienced left upper extremity. The target lesion was performed under image located in endovascular fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation and crossed over the non-boston scientific guidewire. However, during the inflation at 20 atmospheres, the pressure decreased after 40 seconds. The device was removed by simply pulled out and it was found a longitudinal tear. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable. It was further reported that the target lesion was moderately stenosed.

Manufacturer narrative:
B5 describe event or problem has been updated.

Event description:
It was reported that balloon rupture occurred. The patient experienced left upper extremity. The target lesion was performed under image located in endovascular fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation and crossed over the non-boston scientific guidewire. However, during the inflation at 20 atmospheres, the pressure decreased after 40 seconds. The device was removed by simply pulled out and it was found a longitudinal tear. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable. It was further reported that the target lesion was moderately stenosed.